Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was over 500 mg/dl for one event and a manual insulin injection was used to correct bg. Reportedly, the infusion sets were changed or cleared the alarm and resumed insulin delivery to address the issue. No additional information was provided.